Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a275 serial# (B)(4) implanted: (B)(6) 2013. Product type lead. Product ID 977a275. Serial# (B)(4) implanted: (B)(6) 2013: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a loss of therapy. Impedance testing was done and it was found that electrodes 2,3 and 5 were out of range. There was reprogramming planned for a future date. No further complications were reported or anticipated.